Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/15/2016 for investigation. Investigation results as follows: visual results: during the visual inspection physical damage to the yellow bumper gasket at the encoder cover and lcd display fading in/out were observed. Archive data results: during archive data review a fault code 136 (internal parameter corrupted) was displayed on (B)(6) 2016. Functional testing results: functional testing could not be performed due to the reported problem of an "out of service" message, thus confirming the reported complaint. Based on the investigation the pca processor board and the rubber gasket at encoder cover were replaced. Also replaced was the defective lcd. Autopulse 1.1 is a reusable device and was manufactured prior to january 2010. The damage found is characteristic of normal wear and tear for the life of the device. In summary: the reported complaint of the ap displaying an "out of service" message was confirmed in the archive review. To remedy the reported issue the pca processor board and lcd display were replaced. After parts were replaced the ap platform passed final test.

Event description:
It was reported to zoll circulation by biomed that the autopulse (ap) platform (s/n (B)(4)) displayed the "out of service" message that will not clear. The device will not start compressions with a fully charged battery. No additional information provided, nor if a patient was involved with this event